Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the proximal half of each tube is a tightly coiled metallic device/left extends deeply into the myometrium at the cornu'), fallopian tube perforation ('my right coil is poking into my fallopian tube'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and adnexal torsion ('ovary torsion on left ovary') in a 39-year-old female patient who had essure (batch no. 50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was done at the time essure insertion" on (B)(6) 2010 and device ineffective "unilateral occlusion". The patient's concurrent conditions included menstrual cramp, vaginal bleeding, menorrhagia, depression, anxiety, weight gain, vaginal discharge, bladder infection, urinary tract infection, morbid obesity, hypothyroidism, pelvic pain and menopausal symptoms. Concomitant products included duloxetine since 2011, ethinylestradiol;norgestimate (mononessa) since 1989 to (B)(6) 2011, hydrochlorothiazide;lisinopril (lisinopril hctz) since 2006 and liothyronine since 2014. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced allergy to metals ("allergic reaction/hypersensitivity to the material nickel/sensitivity to any nickel jewelry") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash papular ("red itchy bumps on arms and legs"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain"), pain in hip ("hip pain"), the first episode of adnexa uteri pain ("ovary pain") and hypoaesthesia ("foot and leg numbness"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced urinary tract infection ("uti/recurrent uti") and cystitis ("bladder infection"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced vision blurred ("blurred vision"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criterion medically significant), depression ("depression"), abdominal pain lower ("lower abdominal pain"), bladder discomfort ("something was poking my bladder"), pelvic pain ("pelvic pain"), dermatitis allergic ("allergy-rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches"), ear pain ("my ear issue never has gotten better\ my ear ache turne d into rininutus\ sinus infection"), swelling face ("left side of my face swollen"), toothache ("teeth aching"), rhinitis ("my ear ache turne d into rininutus\ sinus infection"), sinusitis ("my ear ache turne d into rininutus\ sinus infection"), facial pain ("pressure and pain in my face\ear that feels like my haed might explode"), ear discomfort ("pressure and pain in my face\ear that feels like my haed might explode"), panic reaction ("I take klonopin for panic and anxiety"), visual impairment ("may be I am loosing my eyesihght"), lymph gland infection ("I have an infection in my lymph node and my gland in the right side"), dermatitis ("there is also pain and inflammation on my scalp "), pain of skin ("there is also pain and inflammation on my scalp"), malaise ("sick of being sick"), overweight ("when people stare at me for being overweight "), abdominal pain upper ("I cant sleep with the stomach cramps and pain"), flank pain ("flank pain"), hot flush ("I am having hot flashes"), menopausal symptoms ("menopausal symptoms"), irritability ("irritability"), night sweats ("night sweats"), loss of libido ("I have no sex drive"), abdominal distension ("bloating "), micturition urgency ("constant urgency"), memory impairment ("awful memory"), ovulation pain ("ovulation pain"), feeling abnormal ("foggy mind/feel terrific"), peripheral swelling ("leg swollen"), crying ("crying"), kidney infection ("kidney infection"), nephrolithiasis ("kidney stones"), genital hypoaesthesia ("numbing in my clitoris and labia area"), the second episode of adnexa uteri pain ("the ovary pain are horrible for me "), mood swings ("mood swings"), intervertebral disc degeneration ("I have degenrative disc disease in my spine"), dysgeusia ("the metallic taste I have in my mouth"), bladder pain ("a lot of pain in my bladder, vagina"), vulvovaginal pain ("a lot of pain in my bladder, vagina"), stress ("I am overwhelmed"), chills ("chills "), hypertension ("I have high bp"), bacterial infection ("but I have had bacterial infection"), pain in joint involving forearm ("I have chronic pain in the joints in my hands and wrists"), sciatica ("sciatica"), abdominal discomfort ("a lot of pressure on my left abdomen"), vulvovaginal discomfort ("I have pressure on my vagina"), flatulence ("I still have gas") and myalgia ("muscle pain"), underwent ovariocentesis ("cyst was drained on my right ovary") and tooth extraction ("I have a decided to have the tooth extracted") and was found to have uterine leiomyoma ("CT scan found 2 fibroids"). The patient was treated with clonazepam (klonopin) and surgery (ablation, hysterectomy with bilateral salpingectomy, and (B)(6) of 2019 ovary removed, emergency surgery). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, fallopian tube perforation, bladder discomfort, ovariocentesis, pelvic pain, dermatitis allergic, bladder disorder, urinary tract disorder, headache, ear pain, swelling face, toothache, rhinitis, sinusitis, facial pain, panic reaction, dermatitis, pain of skin, malaise, tooth extraction, overweight, abdominal pain upper, flank pain, hot flush, menopausal symptoms, irritability, loss of libido, abdominal distension, micturition urgency, memory impairment, ovulation pain, feeling abnormal, peripheral swelling, crying, kidney infection, nephrolithiasis, genital hypoaesthesia, the last episode of adnexa uteri pain, mood swings, intervertebral disc degeneration, dysgeusia, bladder pain, vulvovaginal pain, stress, uterine leiomyoma, chills, hypertension, bacterial infection, pain in joint involving forearm, sciatica, abdominal discomfort, vulvovaginal discomfort and flatulence outcome was unknown and the menorrhagia, abdominal pain, vaginal haemorrhage, allergy to metals, urinary tract infection, cystitis, female sexual dysfunction, anxiety, rash papular, migraine, tooth disorder, dysmenorrhoea, adnexal torsion, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, back pain, pain in hip, hypoaesthesia, depression and abdominal pain lower had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adnexal torsion, allergy to metals, alopecia, anxiety, back pain, bacterial infection, bladder discomfort, bladder disorder, bladder pain, chills, crying, cystitis, depression, dermatitis, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, ear discomfort, ear pain, embedded device, facial pain, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, flank pain, flatulence, genital hypoaesthesia, headache, hot flush, hypertension, hypoaesthesia, intervertebral disc degeneration, irritability, kidney infection, loss of libido, lymph gland infection, malaise, memory impairment, menopausal symptoms, menorrhagia, micturition urgency, migraine, mood swings, myalgia, nephrolithiasis, night sweats, ovariocentesis, overweight, ovulation pain, pain in hip, pain of skin, panic reaction, pelvic pain, peripheral swelling, rash papular, rhinitis, sciatica, sinusitis, stress, swelling face, tooth disorder, tooth extraction, toothache, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal discomfort, vulvovaginal pain, weight increased, the first episode of adnexa uteri pain, pain in joint involving forearm and the second episode of adnexa uteri pain to be related to essure. The reporter commented: previously reported date of insertion 2011 2 coils visible outside the tubal ostia on either side. No evidence of perforation or migration of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded). Pathology test - on (B)(6) 2018: cervix: acute and chronic inflammation with reactive epithelial changes; endometrium: atrophic patter1f; negative for hyperplasia and malignancy. Myometrium: intramural leiomyoma; negative for malignancy. Serosa: no specific pathologic changes. Right fallopian tube: intraluminal contraceptive device, consistent with an essure implant (gross diagnosis only). Left fallopian tube: intraluminal contraceptive device, consistent with an essure implant (gross diagnosis only); benign paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, weight gain, dysmenorrhea, dyspareunia, urinary tract infection and migraine headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added- muscle pain. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the proximal half of each tube is a tightly coiled metallic device/left extends deeply into the myometrium at the cornu') and adnexal torsion ('ovary torsion on left ovary ') in a (B)(6) female patient who had essure (batch no. 50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was done at the time essure insertion" on (B)(6) 2010 and device ineffective "unilateral occlusion". The patient's concurrent conditions included menstrual cramp, vaginal bleeding, menorrhagia, depression, anxiety, weight gain, vaginal discharge, bladder infection, urinary tract infection, morbid obesity, hypothyroidism, pelvic pain and menopausal symptoms. Concomitant products included duloxetine since 2011, ethinylestradiol;norgestimate (monoensis) since 1989 to (B)(6) 2011, hydrochlorothiazide;lisinopril (lisinopril hctz) since 2006 and liothyronine since 2014. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced allergy to metals ("allergic reaction/hypersensitivity to the material nickel/sensitivity to any nickel jewelry") and was found to have weight increased ("weight gain"). In october 2010, the patient experienced abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash papular ("red itchy bumps on arms and legs"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain"), arthralgia ("hip pain"), adnexa uteri pain ("ovary pain") and hypoaesthesia ("foot and leg numbness"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In february 2011, the patient experienced urinary tract infection ("uti") and cystitis ("bladder infection"). In march 2011, the patient experienced anxiety ("anxiety"). In august 2011, the patient experienced migraine ("migraines / headaches"). In july 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced vision blurred ("blurred vision"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criterion medically significant), depression ("depression"), abdominal pain lower ("lower abdominal pain"), bladder discomfort ("something was poking my bladder") and ovarian cyst ("cyst was drained on my right ovary"). The patient was treated with clonazepam (klonopin) and surgery (hysterectomy with bilateral salpingectomy and (B)(6) of 2019 ovary removed). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, bladder discomfort and ovarian cyst outcome was unknown and the abdominal pain, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, cystitis, female sexual dysfunction, anxiety, rash papular, migraine, tooth disorder, dysmenorrhoea, adnexal torsion, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, back pain, arthralgia, adnexa uteri pain, hypoaesthesia, depression and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, adnexal torsion, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder discomfort, cystitis, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, hypoaesthesia, menorrhagia, migraine, ovarian cyst, rash papular, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: previously reported date of insertion 2011 2 coils visible outside the tubal ostia on either side. No evidence of perforation or migration of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: unilateral occlusion (left tube occluded). Pathology test - on (B)(6) 2018: cervix: acute and chronic inflammation with reactive epithelial changes; endometrium: atrophic patter 1f; negative for hyperplasia and malignancy. Myometrium: intramural leiomyoma; negative for malignancy. Serosa: no specific pathologic changes. Right fallopian tube: intraluminal contraceptive device, consistent with an essure implant (gross diagnosis only). Left fallopian tube: intraluminal contraceptive device, consistent with an essure implant (gross diagnosis only); benign paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, weight gain, dysmenorrhea, dyspareunia, urinary tract infection and migraine headaches. Most recent follow-up information incorporated above includes: on 21-oct-2019: fu 2 & 3 were processed together. Mr received. Reporter information, medical history and lab data were added. Lot number added. Essure embedment was added. Pfs & mr received. Date of implant updated. Date of explant added. This case was upgraded to incident from other event. Lot number added. Event injury was updated to abdomen pain. New events were added: abnormal bleeding (vaginal, menorrhagia), allergic reaction/hypersensitivity to the material nickel/sensitivity to any nickel jewelry, uti, bladder infection, apareunia (inability to have sexual intercourse), anxiety, red itchy bumps on arms and legs, migraines/ headaches, dental problems, dysmenorrhea (cramping), ovary torsion on left ovary, ovary removed and a cyst was drained on my right ovary, dyspareunia (painful sexual intercourse), vaginal discharge, blurred vision, fatigue, weight gain, hair loss, lower back pain, hip pain, ovary pain, foot and leg numbness, depression, lower abdominal pain. Reporter information, medical history, treatment, concomitant drug and lab data were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the proximal half of each tube is a tightly coiled metallic device/left extends deeply into the myometrium at the cornu'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and adnexal torsion ('ovary torsion on left ovary') in a 39-year-old female patient who had essure (batch no. 50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was done at the time essure insertion" on (B)(6) 2010 and device ineffective "unilateral occlusion". The patient's concurrent conditions included menstrual cramp, vaginal bleeding, menorrhagia, depression, anxiety, weight gain, vaginal discharge, bladder infection, urinary tract infection, morbid obesity, hypothyroidism, pelvic pain and menopausal symptoms. Concomitant products included duloxetine since 2011, ethinylestradiol;norgestimate (mononessa) since 1989 to january 2011, hydrochlorothiazide;lisinopril (lisinopril hctz) since 2006 and liothyronine since 2014. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced allergy to metals ("allergic reaction/hypersensitivity to the material nickel/sensitivity to any nickel jewelry") and was found to have weight increased ("weight gain"). In october 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash papular ("red itchy bumps on arms and legs"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain"), arthralgia ("hip pain"), adnexa uteri pain ("ovary pain") and hypoaesthesia ("foot and leg numbness"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In february 2011, the patient experienced urinary tract infection ("uti/recurrent uti") and cystitis ("bladder infection"). In march 2011, the patient experienced anxiety ("anxiety"). In august 2011, the patient experienced migraine ("migraines / headaches"). In july 2013, the patient experienced tooth disorder ("dental problems"). In march 2014, the patient experienced alopecia ("hair loss"). In january 2017, the patient experienced vision blurred ("blurred vision"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criterion medically significant), depression ("depression"), abdominal pain lower ("lower abdominal pain"), bladder discomfort ("something was poking my bladder"), pelvic pain ("pelvic pain"), dermatitis allergic ("allergy-rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and headache ("headaches") and underwent ovariocentesis ("cyst was drained on my right ovary"). The patient was treated with clonazepam (klonopin) and surgery (ablation, hysterectomy with bilateral salpingectomy and january of 2019 ovary removed, emergency surgery). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, bladder discomfort, ovariocentesis, pelvic pain, dermatitis allergic, bladder disorder, urinary tract disorder and headache outcome was unknown and the menorrhagia, abdominal pain, vaginal haemorrhage, allergy to metals, urinary tract infection, cystitis, female sexual dysfunction, anxiety, rash papular, migraine, tooth disorder, dysmenorrhoea, adnexal torsion, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, back pain, arthralgia, adnexa uteri pain, hypoaesthesia, depression and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, adnexal torsion, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder discomfort, bladder disorder, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, headache, hypoaesthesia, menorrhagia, migraine, ovariocentesis, pelvic pain, rash papular, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: previously reported date of insertion 2011 2 coils visible outside the tubal ostia on either side. No evidence of perforation or migration of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded). Pathology test - on (B)(6) 2018: cervix: acute and chronic inflammation with reactive epithelial changes; endometrium: atrophic patter1f; negative for hyperplasia and malignancy. Myometrium: intramural leiomyoma; negative for malignancy. Serosa: no specific pathologic changes. Right fallopian tube: intraluminal contraceptive device, consistent with an essure implant (gross diagnosis only). Left fallopian tube: intraluminal contraceptive device, consistent with an essure implant (gross diagnosis only); benign paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, weight gain, dysmenorrhea, dyspareunia, urinary tract infection and migraine headaches. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events per pfs: pelvic pain, allergy-rash/skin condition, bladder problems, urinary problems and headaches added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the proximal half of each tube is a tightly coiled metallic device/left extends deeply into the myometrium at the cornu'), fallopian tube perforation ('my right coil is poking into my fallopian tube'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and adnexal torsion ('ovary torsion on left ovary') in a 39-year-old female patient who had essure (batch no. 50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was done at the time essure insertion" on (B)(6) 2010 and device ineffective "unilateral occlusion". The patient's concurrent conditions included menstrual cramp, vaginal bleeding, menorrhagia, depression, anxiety, weight gain, vaginal discharge, bladder infection, urinary tract infection, morbid obesity, hypothyroidism, pelvic pain and menopausal symptoms. Concomitant products included duloxetine since 2011, ethinylestradiol;norgestimate (mononessa) since 1989 to (B)(6) 2011, hydrochlorothiazide;lisinopril (lisinopril hctz) since 2006 and liothyronine since 2014. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced allergy to metals ("allergic reaction/hypersensitivity to the material nickel/sensitivity to any nickel jewelry") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash papular ("red itchy bumps on arms and legs"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain"), arthralgia ("hip pain"), the first episode of adnexa uteri pain ("ovary pain") and numbness of lower extremities ("foot and leg numbness"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced urinary tract infection ("uti/recurrent uti") and cystitis ("bladder infection"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced vision blurred ("blurred vision"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criterion medically significant), depression ("depression"), abdominal pain lower ("lower abdominal pain"), bladder discomfort ("something was poking my bladder"), pelvic pain ("pelvic pain"), dermatitis allergic ("allergy-rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches"), ear pain ("my ear issue never has gotten better\ my ear ache turne d into rininutus\ sinus infection"), swelling face ("left side of my face swollen"), toothache ("teeth aching"), rhinitis ("my ear ache turne d into rininutus\ sinus infection"), sinusitis ("my ear ache turne d into rininutus\ sinus infection"), facial pain ("pressure and pain in my face\ear that feels like my head might explode"), ear discomfort ("pressure and pain in my face\ear that feels like my head might explode"), panic reaction ("I take klonopin for panic and anxiety"), visual impairment ("may be I am loosing my eyesihght"), lymph gland infection ("I have an infection in my lymph node and my gland in the right side"), skin infection ("there is also pain and inflammation on my scalp "), pain of skin ("there is also pain and inflammation on my scalp"), malaise ("sick of being sick"), overweight ("when people stare at me for being overweight "), abdominal pain upper ("I cant sleep with the stomach cramps and pain"), flank pain ("flank pain"), hot flush ("I am having hot flashes"), menopausal symptoms ("menopausal symptoms"), irritability ("irritability"), night sweats ("night sweats"), loss of libido ("I have no sex drive"), abdominal distension ("bloating "), micturition urgency ("constant urgency"), memory impairment ("awful memory"), ovulation pain ("ovulation pain"), feeling abnormal ("foggy mind"), peripheral swelling ("leg swollen"), crying ("crying"), kidney infection ("kidney infection"), nephrolithiasis ("kidney stones"), numbness ("numbing in my clitoris and labia area"), the second episode of adnexa uteri pain ("the ovary pain are horrible for me "), mood swings ("mood swings"), intervertebral disc degeneration ("I have degenerative disc disease in my spine"), dysgeusia ("the metallic taste I have in my mouth"), bladder pain ("a lot of pain in my bladder, vagina"), vulvovaginal pain ("a lot of pain in my bladder, vagina"), stress ("I am overwhelmed"), chills ("chills "), hypertension ("I have high bp"), bacterial infection ("but I have had bacterial infection"), pain in extremity ("I have chronic pain in the joints in my hands and wrists"), sciatica ("sciatica"), abdominal discomfort ("a lot of pressure on my left abdomen"), vulvovaginal discomfort ("I have pressure on my vagina") and flatulence ("I still have gas"), underwent ovariocentesis ("cyst was drained on my right ovary") and tooth extraction ("I have a decided to have the tooth extracted") and was found to have uterine leiomyoma ("CT scan found 2 fibroids"). The patient was treated with clonazepam (klonopin) and surgery (ablation, hysterectomy with bilateral salpingectomy and (B)(6) 2019 ovary removed, emergency surgery). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, fallopian tube perforation, bladder discomfort, ovariocentesis, pelvic pain, dermatitis allergic, bladder disorder, urinary tract disorder, headache, ear pain, swelling face, toothache, rhinitis, sinusitis, facial pain, panic reaction, skin infection, pain of skin, malaise, tooth extraction, overweight, abdominal pain upper, flank pain, hot flush, menopausal symptoms, irritability, loss of libido, abdominal distension, micturition urgency, memory impairment, ovulation pain, feeling abnormal, peripheral swelling, crying, kidney infection, nephrolithiasis, numbness, the last episode of adnexa uteri pain, mood swings, intervertebral disc degeneration, dysgeusia, bladder pain, vulvovaginal pain, stress, uterine leiomyoma, chills, hypertension, bacterial infection, pain in extremity, sciatica, abdominal discomfort, vulvovaginal discomfort and flatulence outcome was unknown and the menorrhagia, abdominal pain, vaginal haemorrhage, allergy to metals, urinary tract infection, cystitis, female sexual dysfunction, anxiety, rash papular, migraine, tooth disorder, dysmenorrhoea, adnexal torsion, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, back pain, arthralgia, numbness of lower extremities, depression and abdominal pain lower had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adnexal torsion, allergy to metals, alopecia, anxiety, arthralgia, back pain, bacterial infection, bladder discomfort, bladder disorder, bladder pain, chills, crying, cystitis, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, ear discomfort, ear pain, embedded device, facial pain, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, flank pain, flatulence, headache, hot flush, hypertension, intervertebral disc degeneration, irritability, kidney infection, loss of libido, lymph gland infection, malaise, memory impairment, menopausal symptoms, menorrhagia, micturition urgency, migraine, mood swings, nephrolithiasis, night sweats, numbness of lower extremities, ovariocentesis, overweight, ovulation pain, pain in extremity, pain of skin, panic reaction, pelvic pain, peripheral swelling, rash papular, rhinitis, sciatica, sinusitis, skin infection, stress, swelling face, tooth disorder, tooth extraction, toothache, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal discomfort, vulvovaginal pain, weight increased, the first episode of adnexa uteri pain, numbness and the second episode of adnexa uteri pain to be related to essure. The reporter commented: previously reported date of insertion 2011 2 coils visible outside the tubal ostia on either side. No evidence of perforation or migration of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded). Pathology test - on (B)(6) 2018: cervix: acute and chronic inflammation with reactive epithelial changes; endometrium: atrophic patter1f; negative for hyperplasia and malignancy. Myometrium: intramural leiomyoma; negative for malignancy. Serosa: no specific pathologic changes. Right fallopian tube: intraluminal contraceptive device, consistent with an essure implant (gross diagnosis only). Left fallopian tube: intraluminal contraceptive device, consistent with an essure implant (gross diagnosis only); benign paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, weight gain, dysmenorrhea, dyspareunia, urinary tract infection and migraine headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received: new events- ear pain, swelling face, toothache, rhinitis, sinusitis, facial pain, ear discomfort, panic reaction, visual impairment, lymph gland infection, skin infection, pain of skin, malaise, tooth extraction, overweight, abdominal pain upper, flank pain, hot flush, menopausal symptoms, night sweats, loss of libido, abdominal distension, micturition urgency, memory impairment, ovulation pain, feeling abnormal, peripheral swelling, crying, kidney infection, nephrolithiasis, hypoaesthesia, adnexa uteri pain, mood swings, fallopian tube perforation, intervertebral disc degeneration, dysgeusia, bladder pain, vulvovaginal pain, stress, uterine leiomyoma, chills, hypertension, bacterial infection, pain in extremity, sciatica, abdominal discomfort, vulvovaginal discomfort, flatulence were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the proximal half of each tube is a tightly coiled metallic device/left extends deeply into the myometrium at the cornu') and adnexal torsion ('ovary torsion on left ovary ') in a 39-year-old female patient who had essure (batch no. 50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was done at the time essure insertion" on (B)(6) 2010 and device ineffective "unilateral occlusion". The patient's concurrent conditions included menstrual cramp, vaginal bleeding, menorrhagia, depression, anxiety, weight gain, vaginal discharge, bladder infection, urinary tract infection, morbid obesity, hypothyroidism, pelvic pain and menopausal symptoms. Concomitant products included duloxetine since 2011, ethinylestradiol;norgestimate (mononessa) since 1989 to (B)(6) 2011, hydrochlorothiazide;lisinopril (lisinopril hctz) since 2006 and liothyronine since 2014. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced allergy to metals ("allergic reaction/hypersensitivity to the material nickel/sensitivity to any nickel jewelry") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash papular ("red itchy bumps on arms and legs"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain"), arthralgia ("hip pain"), adnexa uteri pain ("ovary pain") and hypoaesthesia ("foot and leg numbness"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced urinary tract infection ("uti") and cystitis ("bladder infection"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced vision blurred ("blurred vision"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criterion medically significant), depression ("depression"), abdominal pain lower ("lower abdominal pain") and bladder discomfort ("something was poking my bladder") and underwent ovariocentesis ("cyst was drained on my right ovary"). The patient was treated with clonazepam (klonopin) and surgery (hysterectomy with bilateral salpingectomy and (B)(6) of 2019 ovary removed). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, bladder discomfort and ovariocentesis outcome was unknown and the abdominal pain, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, cystitis, female sexual dysfunction, anxiety, rash papular, migraine, tooth disorder, dysmenorrhoea, adnexal torsion, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, back pain, arthralgia, adnexa uteri pain, hypoaesthesia, depression and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, adnexal torsion, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder discomfort, cystitis, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, hypoaesthesia, menorrhagia, migraine, ovariocentesis, rash papular, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: previously reported date of insertion 2011 2 coils visible outside the tubal ostia on either side. No evidence of perforation or migration of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: unilateral occlusion (left tube occluded). Pathology test - on (B)(6) 2018: cervix: acute and chronic inflammation with reactive epithelial changes; endometrium: atrophic patter1f; negative for hyperplasia and malignancy. Myometrium: intramural leiomyoma; negative for malignancy. Serosa: no specific pathologic changes. Right fallopian tube: intraluminal contraceptive device, consistent with an essure implant (gross diagnosis only). Left fallopian tube: intraluminal contraceptive device, consistent with an essure implant (gross diagnosis only); benign paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, weight gain, dysmenorrhea, dyspareunia, urinary tract infection and migraine headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the proximal half of each tube is a tightly coiled metallic device/left extends deeply into the myometrium at the cornu'), fallopian tube perforation ('my right coil is poking into my fallopian tube'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and adnexal torsion ('ovary torsion on left ovary') in a 39-year-old female patient who had essure (batch no. 50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was done at the time essure insertion" on (B)(6) 2010 and device ineffective "unilateral occlusion". The patient's concurrent conditions included menstrual cramp, vaginal bleeding, menorrhagia, depression, anxiety, weight gain, vaginal discharge, bladder infection, urinary tract infection, morbid obesity, hypothyroidism, pelvic pain and menopausal symptoms. Concomitant products included duloxetine since 2011, ethinylestradiol;norgestimate (mononessa) since 1989 to (B)(6) 2011, hydrochlorothiazide;lisinopril (lisinopril hctz) since 2006 and liothyronine since 2014. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced allergy to metals ("allergic reaction/hypersensitivity to the material nickel/sensitivity to any nickel jewelry") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash papular ("red itchy bumps on arms and legs"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain"), pain in hip ("hip pain"), the first episode of adnexa uteri pain ("ovary pain") and hypoaesthesia ("foot and leg numbness"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced urinary tract infection ("uti/recurrent uti") and cystitis ("bladder infection"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"). In august 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced vision blurred ("blurred vision"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criterion medically significant), depression ("depression"), abdominal pain lower ("lower abdominal pain"), bladder discomfort ("something was poking my bladder"), pelvic pain ("pelvic pain"), dermatitis allergic ("allergy-rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches"), ear pain ("my ear issue never has gotten better\ my ear ache turne d into rininutus\ sinus infection"), swelling face ("left side of my face swollen"), toothache ("teeth aching"), rhinitis ("my ear ache turne d into rininutus\ sinus infection"), sinusitis ("my ear ache turne d into rininutus\ sinus infection"), facial pain ("pressure and pain in my face\ear that feels like my haed might explode"), ear discomfort ("pressure and pain in my face\ear that feels like my haed might explode"), panic reaction ("I take klonopin for panic and anxiety"), visual impairment ("may be I am loosing my eyesihght"), lymph gland infection ("I have an infection in my lymph node and my gland in the right side"), dermatitis ("there is also pain and inflammation on my scalp "), pain of skin ("there is also pain and inflammation on my scalp"), malaise ("sick of being sick"), overweight ("when people stare at me for being overweight "), abdominal pain upper ("I cant sleep with the stomach cramps and pain"), flank pain ("flank pain"), hot flush ("I am having hot flashes"), menopausal symptoms ("menopausal symptoms"), irritability ("irritability"), night sweats ("night sweats"), loss of libido ("I have no sex drive"), abdominal distension ("bloating "), micturition urgency ("constant urgency"), memory impairment ("awful memory"), ovulation pain ("ovulation pain"), feeling abnormal ("foggy mind"), peripheral swelling ("leg swollen"), crying ("crying"), kidney infection ("kidney infection"), nephrolithiasis ("kidney stones"), genital hypoaesthesia ("numbing in my clitoris and labia area"), the second episode of adnexa uteri pain ("the ovary pain are horrible for me "), mood swings ("mood swings"), intervertebral disc degeneration ("I have degenrative disc disease in my spine"), dysgeusia ("the metallic taste I have in my mouth"), bladder pain ("a lot of pain in my bladder, vagina"), vulvovaginal pain ("a lot of pain in my bladder, vagina"), stress ("I am overwhelmed"), chills ("chills "), hypertension ("I have high bp"), bacterial infection ("but I have had bacterial infection"), pain in joint involving forearm ("I have chronic pain in the joints in my hands and wrists"), sciatica ("sciatica"), abdominal discomfort ("a lot of pressure on my left abdomen"), vulvovaginal discomfort ("I have pressure on my vagina") and flatulence ("I still have gas"), underwent ovariocentesis ("cyst was drained on my right ovary") and tooth extraction ("I have a decided to have the tooth extracted") and was found to have uterine leiomyoma ("CT scan found 2 fibroids"). The patient was treated with clonazepam (klonopin) and surgery (ablation, hysterectomy with bilateral salpingectomy and (B)(6) 2019 ovary removed, emergency surgery). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, fallopian tube perforation, bladder discomfort, ovariocentesis, pelvic pain, dermatitis allergic, bladder disorder, urinary tract disorder, headache, ear pain, swelling face, toothache, rhinitis, sinusitis, facial pain, panic reaction, dermatitis, pain of skin, malaise, tooth extraction, overweight, abdominal pain upper, flank pain, hot flush, menopausal symptoms, irritability, loss of libido, abdominal distension, micturition urgency, memory impairment, ovulation pain, feeling abnormal, peripheral swelling, crying, kidney infection, nephrolithiasis, genital hypoaesthesia, the last episode of adnexa uteri pain, mood swings, intervertebral disc degeneration, dysgeusia, bladder pain, vulvovaginal pain, stress, uterine leiomyoma, chills, hypertension, bacterial infection, pain in joint involving forearm, sciatica, abdominal discomfort, vulvovaginal discomfort and flatulence outcome was unknown and the menorrhagia, abdominal pain, vaginal haemorrhage, allergy to metals, urinary tract infection, cystitis, female sexual dysfunction, anxiety, rash papular, migraine, tooth disorder, dysmenorrhoea, adnexal torsion, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, back pain, pain in hip, hypoaesthesia, depression and abdominal pain lower had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adnexal torsion, allergy to metals, alopecia, anxiety, back pain, bacterial infection, bladder discomfort, bladder disorder, bladder pain, chills, crying, cystitis, depression, dermatitis, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, ear discomfort, ear pain, embedded device, facial pain, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, flank pain, flatulence, genital hypoaesthesia, headache, hot flush, hypertension, hypoaesthesia, intervertebral disc degeneration, irritability, kidney infection, loss of libido, lymph gland infection, malaise, memory impairment, menopausal symptoms, menorrhagia, micturition urgency, migraine, mood swings, nephrolithiasis, night sweats, ovariocentesis, overweight, ovulation pain, pain in hip, pain of skin, panic reaction, pelvic pain, peripheral swelling, rash papular, rhinitis, sciatica, sinusitis, stress, swelling face, tooth disorder, tooth extraction, toothache, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal discomfort, vulvovaginal pain, weight increased, the first episode of adnexa uteri pain, pain in joint involving forearm and the second episode of adnexa uteri pain to be related to essure. The reporter commented: previously reported date of insertion 2011 2 coils visible outside the tubal ostia on either side. No evidence of perforation or migration of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded). Pathology test - on (B)(6) 2018: cervix: acute and chronic inflammation with reactive epithelial changes; endometrium: atrophic patter1f; negative for hyperplasia and malignancy. Myometrium: intramural leiomyoma; negative for malignancy. Serosa: no specific pathologic changes. Right fallopian tube: intraluminal contraceptive device, consistent with an essure implant (gross diagnosis only). Left fallopian tube: intraluminal contraceptive device, consistent with an essure implant (gross diagnosis only); benign paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, weight gain, dysmenorrhea, dyspareunia, urinary tract infection and migraine headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.